Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter moved due to the pt convulsing for 12 hours from a drug the pt was taking. The catheter had pulled from the intrathecal space and had coiled up. The hcp programmed the pump to minimum rate mode in order to keep the pump functional. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.